Event description:
The manufacturer received information from a customer that a ventilator inoperative condition was reported on a bipap a40 device. This issue has been identified under the fsn (B)(4) due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no serious patient harm or injury that occurred or was reported. The device was returned to the manufacturer for service. During the evaluation of the bipap a40, the event log was reviewed and there were ventilator inoperative error codes, e46, indicating that the cpu cannot communicate with the flow sensor using i2c bus, and e47, indicating that the cpu cannot communicate with the pressure sensor using spi bus. The technician replaced the device's main pca to address the issue. Additionally, the service center performed periodic maintenance on the device. The blower and outlet flow path were replaced. The unit was checked overall, cleaned and functionally tested.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(6) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.